Manufacturer narrative:
A lead revision due to reason unknown was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information was known or received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that surgical intervention was undertaken on (B)(6)2023 wherein the leads were repositioned for an unknown reason. No further information was provided.